Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during peritoneal dialysis therapy. The patient stated that they did not disconnect prior to the alarm. The patient also stated that the supply bags were empty and there was only solution in the heater bag. The technical service representative assisted the patient in clearing the alarm and the patient finished therapy manually. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.